Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported issues with level or pressure sensors. The logs show that the level sensor was not properly attached to the reservoir, which was later confirmed by the customer. The logs also show high cardioplegia (cpg) pressure and some spikes in pressure throughout the case. Customer confirmed there was over pressure on the cpg line at one point. Fsr showed the team how to properly attach the level sensors. She also explained how over pressure was at the cpg and not arterial as previously thought. Per data log analysis, on 12-feb-2020 the level reported many 'alarm probe status change' coupled - uncoupled events. This will cause a 'level not attached' alert when the level detection was turned on. Normally this is caused when the level mounting pad is not properly attached to the reservoir or coupling gel is not used.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor alert was continuously alarming. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team stated that on (B)(6) 2020 during a cpb procedure they were hearing an audible alert message, but that there was no messaging in the messaging area of the central control monitor (ccm) or the alarm/alert area of the secondary screen. The team stated that the level sensor pad was not properly attached to their rounded medtronic reservoir. The log data confirms that a level sensor error occurred. This did not delay the continuation of the surgical procedure. There was no harm or blood loss associated with the event. The case continued without issue. There was a high pressure alert - due to spikes in the cardioplegia line, can happen in normal procedure.